Event description:
In 2009, the patient reported an elevated blood glucose reading of 244 mg/dl with her target range being 100-150mg/dl. She said she tested again 1 minute later and her reading was 201 mg/dl. Symptoms were thirst and hunger. She stated she tried to bolus to correct her reading and then noticed her insulin infusion device had 0 units of insulin remaining. She said she did not receive an e1 (cartridge depleted) alert. To troubleshoot, the patient was instructed to check her alarm history which showed she received an a1 (cartridge low) but did not receive an e1. The patient's blood glucose decreased to 186 mg/dl during the report. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.